Manufacturer narrative:
Section a2, a3, a3b, a4, and a5: unknown; requested but not provided. Section d6a: if implanted, give date: unknown, information not provided. Section d6b: if explanted, give date: not applicable, remains implanted in the eye. Section d4: model number: a complete model number was not provided. Section d4: catalog number: a complete catalog number is unknown, as the serial number was not provided. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as serial number was not provided. Section d4: unique device identifier (UDI #): unknown, as serial number was not provided. Section e1: surgeon's email address and phone number: unknown/ asked but not available. Section h4: device manufacture date: unknown as serial number was not provided. Section h3- the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. H11 - additional info johnson & johnson representative had a discussion with the scrub technician when the event was reported regarding how the lines observed could be as a result of the iol folding in the cartridge. He discussed how the lines do go away as the lens unfolds and accommodates. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Scrub technician reported to a johnson & johnson representative that they were working with a surgeon and the surgeon mentioned the intraocular lenses having lines. A picture was provided. The johnson & johnson representative was with the same surgeon prior to this report and the surgeon made no mention of issues with the lens. The lens in question was left in the patient's eye as it was not a problem. No additional information was provided

Manufacturer narrative:
Additional information: section d9: device available for evaluation: no section h3: device evaluated by manufacturer: no device evaluation: (photo evaluation) a customer photo was provided and evaluated. The photo displays the suspect lens inside the patient's eye; a dent-like mark can be observed on the top edge of the lens. Based on previous clinical advice, due to the location and characteristics of the mark, it is not expected to impact the optical function of the lens; however, the definitive impact and incident root cause cannot be determined from a photo assessment. Conclusion: the complaint issue "cosmetic issues" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the limited information provided, it is not possible to determine an indication of product malfunction or product deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.